Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had suffered a stroke "less than twenty-four hours after" their implantable cardioverter defibrillator (ICD) changeout procedure. The device remains in use. No further patient complications have been reported as a result of this event.